Manufacturer narrative:
Patient date of birth reported as (B)(6). Patient weight not available for reporting. Complainant part is not expected to be returned for manufacturer review/investigation. Initial hospital contact postal code and telephone not available for reporting. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review conducted: no ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Manufacturing location: (B)(4). Manufacturing date: 09 july 2010. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient fell on unknown date causing damage to the neck and pain in the left hip accompanied by dysfunction for three (3) hours. Patient underwent a closed reduction of the cervical vertebra for c2 fracture and skull traction on (B)(6) 2011. Patient was returned to surgery on (B)(6) 2011 for a closed reduction and cannulated screw fixation for a left femoral neck fracture. On unknown date after discharge, patient felt progressive pain in the left hip. Patient was diagnosed at several hospitals as suffering from avascular necrosis of the femoral head. Patient was returned to surgery on (B)(6)2012 where the three (3) cannulated screws were removed from the femur. It is reported patient is in stable condition. This report is for one (1) 7.3mm titanium cannulated screw 16mm thread. This is report 3 of 3 for (B)(4).